Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy about a week and a half ago. She suddenly lost control of her bladder. It would empty on its own without any warning. She was wearing pads all of the time which was frustrating. She could also barely feel stimulation. The patient was at 6.8v and turned it up to 7.2v but could still barely feel it. Therapy was reportedly on. The patient noted that she had knee surgery in (B)(6) 2015 and her knee had never come back like it should have, so she was not steady on her feet and fell a lot. There was a fall that could be related to this issue: the patient fell two weeks prior hard on her left hip. She was sore for a few days and then experienced the sudden loss of therapy. The patient also changed the patient programmer batteries frequently. The battery icon would show halfway even though she replaced them often. She changed the batteries three times since implant and noticed the last 2 times they depleted faster. She also said that one time it stopped all together, the batteries were completely dead and she replaced them. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.